Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer was able to complete rewind. Power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.